Event description:
A malfunction alarm with code malf 12 was reported. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating there was no adverse impact. The customer was unable to reset the pump, so technical support provided pump reset information, and the customer acknowledged understanding the instructions, with a plan to follow up if the issue recurred.